Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The patient will be seen in ambulatory follow-up in the coming days. In the meantime, technical services (ts) was consulted for further review and troubleshooting recommendations. No adverse patient effects were reported. This lead remains in service.